Manufacturer narrative:
A review of the analyzer alarm trace showed no relevant alarms occurred. The field service engineer checked the analyzer, but no cause was found. He verified alignments and cleaned the procell barrels. The investigation was unable to determine a specific root cause.

Manufacturer narrative:
The reagent lot number was 847680. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results from the cobas e 801 analytical unit. The initial result was 25ng/l. The doctor requested repeat testing, and the result was 7ng/l on the original analyzer and also another cobas c801 analyzer. The result of 7ng/l was deemed correct and agreed with the clinical picture.